Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. Additionally, the reported low flow alarms could not be confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including the low flow hazard alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening right ventricular (rv) failure. The patient was admitted for worsening shortness of breath, dizziness and lightheadedness. The patient underwent an echocardiographic ramp study and was noted to have elevated biventricular (biv) filling pressures and low cardiac output (co). Left ventricular assist device (lvad) speed was increased to 5800 revolutions per minute (rpm) with improved biv filling pressures, co, and pulmonary artery pulsatility index (papi) levels. A transthoracic echocardiogram (tte) showed the aortic valve (av) was not opening correctly and the septum bowing into the left ventricle (lv). The lvad speed was dropped to 5700rpm. On (B)(6) 2025, the patient was re-admitted with low flows, worsening dizziness/lightheadedness and hypotension. A right heart catheterization (rhc) was performed with swan-ganz catheter placement, which showed lower co/cardiac index (ci) the morning of (B)(6) 2025. Log files were sent for review. The log file captured routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The patient was transferred to a different medical center for orthotopic heart transplant workup. The patient was started milrinone at 0.5mcg/kg/min.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the tte showed the av not opening and septum bowing into the lv. The patient was with worsening rv failure and milrinone was started. Right heart failure existed prior to lvad implant, and a device related issue did not cause or contribute to the worsening right heart failure. Aortic insufficiency did not exist pre-lvad implant. The patient was listed as a status 3 on the transplant list and was inpatient while they waited for transplant.